Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Consumer reported false positive sars result. It is unknown if the consumer was symptomatic. It is unknown if the result was confirmed. Confirmation method(s) not provided. The consumer communicated an additional event which is captured on a separate report.